Manufacturer narrative:
Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and the root cause could not be determined, however, customer reported mixing old insulin in with new insulin during supply changes and changing cartridges every 5 days. Customer was instructed to stop reusing insulin, and to change cartridges every 3 days per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 243 mg/dl.